Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise; the noise could not be reproduced in the clinic. The capture, sensing and impedance measurements were normal. On (B)(6) 2016 the patient presented to the hospital for an atrial lead revision procedure, there it was identified that the right ventricular lead exhibited insulation damage. The lead was successfully capped and replaced. The patient was reported to be in excellent condition post surgery and would continue to be monitored.